Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13f08013 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 4 of 5.